Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.2 hardware: iphone13.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient experienced blooding that was not visible externally. The bleeding was under the skin and resulted in blood drying on the cannula. The patient alleged that this caused improper insulin delivery and high blood glucose levels. They were unable to confirm whether the pink slide moved forward, however stated that the cannula did insert into the skin during wear. No redness/swelling nor insulin leakage was noticed at the insertion site. The patient went to see their healthcare provider who confirmed that blood had dried on the needle of the pod, therefore blocking insulin delivery. The healthcare provider removed the pod. Upon removal of the pod, the cannula did not appear normal. The patient was able to successfully resume treatment.